Event description:
During a coronary stent procedure, the wire fractured. A bifucation stenting of the lad and rd1 was considered. Two pt2 guide wires were placed in the vessel for the procedure. The distal tip of pt2 guide wire was placed as a loop. A ptca of the bifurcation was performed prior to stent placement. The pt2 guide wire in the rd1 was advanced into a very narrow calcified vessel and nearly jailed. When the pt2 guide wire was pulled back, the distal tip fractured and was lost. Patient had no compliaints, no ECG changes, and no contrast extra vascular. Because the stent at the bifurcation could not be placed due to the narrow vessel and tight clcification, two bare metal stents were positioned in lad segment 7 and 6 with good angiographic results. An echo did not show any pericardial effusion. Four hours later the aortic pressure dropped to 50 mm hg, patient was pale and complained of chest pain. An echo reveled pericardial effusion with signs of tamponade. A pericardial puncture was performed and 300 ml was extracted. The patient went to ICU and was stable overnight. In the early morning of the following day, patient developed pericardial effusion again which was ongoing and could not be stopped. Cardiac surgeons were asked to close the hole. After sternotomy without extracorporate circuit, the hole was closed by suture and patch. The patient recovered and was discharged from the hospital on 02 feburaury 2006. He was charged to a recreation center for further mobilization. With aid the patient could sit at the bedside and walk.